Event description:
Per the clinic, the patient experienced open circuits on 4 electrodes intra-operatively and open circuit on 15 electrodes post-operatively. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.